Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported during an overnight pulse oximetry on a patient, fraction of inspired oxygen was increased from 30 percent to 100 percent on the avea ventilator. The customer reported that they changed out the ventilator. At this time, there is no information regarding patient harm associated with the reported event.